Event description:
Clinical registry. It was reported 108 days after a coronary artery drug eluting stenting treatment procedure the pt expired. The index procedure treated a lesion in the distal right coronary artery (rca). The in-stent restenotic lesion was totally occluded, 3.9mm in diameter, 28mm in length, moderately tortuous and moderately calcified. The physician pre-dilated with a 3.11x15mm runner balloon catheter. The physician deployed a taxus liberte 3.50x32mm stent at 20atms. The stent was not post dilated; however, results were timi - 3 flow with 0% residual stenosis. The physician also deployed an unk size coroflex bare metal stent in the proximal rca. The pt was discharged two days later on aspirin and clopidogrel. At 108 days following the index procedure, the pt expired. The cause of death per the site was "acute myocardial insufficiency." The pt was taking clopidogrel and aspirin at the time of the event. The relationship of this event to the device per the investigator is "unk." This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the mfg records for this particular batch namely top assembly batch #7626051 found that the device met its material, assembly and product specifications at the time of release to distribution.